Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was part of a system revision due to infection/sepsis and erosion of the device. No additional adverse patient effects were reported.